Event description:
Event description cpi received information that a patient with this ventak mini implantable cardioverter defibrillator (ICD) received a shock. The patient presented at the hospital and interrogation found that the device was in a fallback mode. During the invasive procedure to explant the ICD, the insulation of the transvenous defibrillation lead was found to be 'defective by the pectoral fixation sleeve'. The physician explanted the ICD and lead. A new system was successfully implanted.